Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter c100-o experienced a pike that broke off the infusion adapter. The following information was provided by the initial reporter: material no.: 515078 batch no.: unknown. We had a phaseal infusion adapter break on a send home chemo bag. The part where the injector attaches was broken off by the patient at home when the bag hit against something.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, the connection stick was observed to be broken at the base. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the infusion adapter c100-o experienced a pike that broke off the infusion adapter. The following information was provided by the initial reporter: material no: 515078 . Batch no: unknown. We had a phaseal infusion adapter break on a send home chemo bag. The part where the injector attaches was broken off by the patient at home when the bag hit against something.